Manufacturer narrative:
(B)(4). User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter during a lap hepatectomy, the needle disengaged from the jaws of the instrument and the vloc suture disengaged from the needle after taking a bite with the endo stitch device. The surgeon was closing the vaginal cuff when this took place. The suture was still in the tissue but the needle could not be found. They requested an x-ray but it could not be found so it was left in the patient. The status of the patient is stable. There was no tissue damage or injury to the patient. It just prolonged the case time and the needle was left in patient.